Event description:
It was reported that the customer had been getting bent cannulas. Customer is traveling and has gone through her infusion sets more often due to the bent cannulas. Customer's blood glucose level was 480 mg/dl. Customer had symptoms such as feeling thirsty and urinating when her blood glucose levels were high. Customer has been running high since wednesday. Customer's current blood glucose level is 103 mg/dl. Customer has treated by changing sets and using shots. Customer declined to check for leaks or air bubbles in the tubing or reservoir. Customer declined to check for possible site or insulin issues. Customer will be sent a tubing clamp and will need to call back to complete troubleshooting. Customer called back and the pump passed the high pressure test. Customer was assisted with changing her fill cannula back to 0.3 units. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.